Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise, oversensing and a high out of range pacing impedance measurement greater than 2,000 ohms. Additionally, noise and oversensing was observed on the right ventricular (rv) lead. All subsequent pacing impedance measurements were noted to be within normal limits and no further noise was observed. Monitoring will be continued. No adverse patient effects were reported. This product remains in service.